Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine pulse generator change out procedure as the physician was revising an unrelated lead, the physician dislodged the left ventricular lead. The patient's blood pressure dropped and a drain of fluid was performed; the physician suspected that during the left ventricular lead revision a perforation of the coronary sinus occurred. The patient was stabilized and the left ventricular port was plugged. On (B)(6) 2016 the lead was successfully replaced. No additional information was reported.